Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m-53, lead, implanted: (B)(6) 1998, 7020, st jude competitor lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for high impedance. It was also noted that the thresholds were variable, rising, and high. A possible fracture was suspected. The lead was capped and replaced with epicardial leads. No patient complications have been reported as a result of this event.